Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to normal eri, the physician was unable to get the wrench to fit in the set screw. The physician tried several wrenches and eventually got it out with a micro hemostat.

Manufacturer narrative:
The reported field event of the inability to loosen the svc set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.